Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced incontinence, retention, nerve damage and headaches. The sling has not been removed.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced vaginal erosion, vaginal bleeding and discharge, odor an pain. The device was removed. The device was not returned for eval.